Manufacturer narrative:
Additional patient information: mid 20's; admitted with abdominal pain.

Event description:
It was reported that when the ER nurse attempted to connect the tubing set to the patient's IV site, the tubing set separated at the y-site. When the tubing set separated there was no leak noted as the roller clamp was in use. It was further stated that the tubing set was not pulled on to cause the separation. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s report of tubing set separated at the y-site was confirmed. During visual inspection, it was noted that vinyl tubing was completely separated from the smartsite outlet port near the male luer. Visual inspection under microscope noted that both sides of the pvc tubing had insufficient solvent applied at the engagement during manufacturing process. The root cause of the tubing separation was identified as a manufacturing issue due to insufficient solvent.

Event description:
It was reported that when the ER nurse attempted to connect the tubing set to the patient's IV site, the tubing set separated at the y-site. When the tubing set separated there was no leak noted as the roller clamp was in use. It was further stated that the tubing set was not pulled on to cause the separation. The customer later stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that when the nurse attempted to connect the tubing set to the patient's IV site, the tubing set separated at the y-site. It was further stated that the tubing set was not pulled on to case the separation.